Event description:
The customer reported that the collimator was closed after boot up. This situation would render the system inoperable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was recalibrated. The system was then found to be operating as intended.